Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/12/2020. Additional information was requested and the following was obtained: the product was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified non-conformance which was raised to address the event reported. The necessary actions have been taken and documented in the appropriate quality system. It was reported packaging labeling identification. A picture was received for evaluation. Upon visual inspection a box of product with a legend of "not for human use"could be observed. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. It was reported that the customer noticed a box of the device with the tag ¿not for human use¿; the issue was regarding the label on the box. There were no patient consequences reported.